Event description:
The hcp reported that the patient came in for a pump refill. The pump was filled with the same concentration of hydromorphone that the patient had been receiving. The patient left the infusion clinic, walked to her car, then turned around and came back in saying that she did not feel right. The pump site was "puffy". The patient's vital signs were stable; however, her oxygen saturation was at 85%. She was becoming more lethargic and difficult to arouse. She was taken to the emergency room, which was down the hall from the infusion clinic. By 20 minutes after the refill, the patient was diaphoretic and then unconscious. The patient was started on a narcan drip and admitted to the intensive care unit for observation. The patient was discharged approximately 3-4 days later. The patient status was reported as "good". It was unk for sure what had happened, but the hcp suspected a pocket fill. It was unk if it was the entire volume or part of it. The hcp planned to access the pump reservoir to check volume. It was further reported that when the pump reservoir was accessed there was no drug in it. The hcp decided to fill the pump with 20 mls of preservation-free normal saline and use a duragesic patch for the patient's pain management instead.